Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 388 mg/dl. The customer state that the customer would sleep next to the tubing which causes the insulin to heat at night. The customer was sent replacement infusion sets and will send their sets back for analysis.